Event description:
Picu clinician reported "leaking" note on bag with a bunch of tubing on her desk. It appears to be set model 30914. No event/pt info available. There is no date or time on the note. A total of 3 sets were rec'd, this is the third of the three sets.

Manufacturer narrative:
(B)(4). Product was evaluated and customer's complaint of leaking is not confirmed. The component was inspected and no anomalies were found. Functional testing was unable to duplicate the customer's issue. Root cause of this failure was not identified.